Event description:
It was reported that this patient's right shoulder felt unstable and was revised from an anatomic total shoulder to a reverse total shoulder approximately 10 years 8 months post op. Following removal of the implants, the stem was well fixed and left alone. A standard baseplate with a 38mm glenosphere, 0mm tray and 2.5 mm liner were installed to convert to a reverse total shoulder arthroplasty. 11mm equinoxe stem was not explanted and was converted. The reported event is not related to breakage of device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event. Plate with a 38mm glenosphere, 0mm tray and 2.5 mm liner were installed to convert to a reverse total shoulder arthroplasty. 11mm equinoxe stem was not explanted and was converted. Reported event is not related to breakage of device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 44x17 humeral head (310-01-44). 1.5 replicator plate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusion: the following sections were corrected: remove information from b3, d1, remove information from d4, remove information from g4. H3: the reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU.